Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedances as well as capture threshold, with out-of-range measurements of 2033 ohms. Technical services (ts) was consulted, and programming options were discussed. No adverse patient effects were reported. This lead remains in service.